Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported an electric shock while priming their cassette for therapy on the homechoice device. This was reported to have originated from the edge of the heater panel. The reporter indicated that they were not touching the machine at the time of the shock. There was no patient injury or medical intervention reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history review showed no defects related to the reported issue. The event history log did not show any alarms related to the reported problem. A service history review did not show any defects. Visual inspection did not show any defects. The device was run for a one hour test therapy with no defects found. The reported problem could not be verified. The cause of the problem is unknown. The device was sent for servicing. Should additional relevant information become available, a follow-up MDR will be submitted.